Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was not performed as the lot number was unknown. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 2. Product surveillance contacted the home patient who stated root cause of the system error was not determined. The hp completed therapy via manual supplies. The sample was discarded and lot number was unknown. No patient injury or medical intervention was reported. No additional information was available at the time of this call.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.